Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer states on his device received a 340 or 350 something mg/dl and then within 10 minutes something less than 100 mg/dl, in the 90's mg/dl range. A request was made for the return of the meter and strips, replacement sent. Lot not provided.